Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with mild tortuosity, heavy calcification and 99% stenosis. This was an acute myocardial infarction (ami) case. The voyager 2.0 x 15 did not cross the lesion, due to the heavy calcification. A voyager 1.5 x 20 was delivered and inflated; however, it ruptured on the second inflation, at 14 atm. The first 2.0 x 15 voyager was delivered again and it crossed the lesion this time. A mini vision was delivered and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, calcification, tortuosity, or insufficient preparation. This was an ami case and the lesion was mildly tortuous, heavily calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation. Without the device to examine, no conclusive root cause can be determined.